Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support the customer loaded a new cartridge and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.